Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Note: manufacturer contacted customer on 4/26/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition has improved and they no longer are experiencing any diabetic symptoms. Customer did go to his endocrinologist. He stated that they checked his blood glucose but he did not think to ask for result at the time, so he is unaware of what the result was. The doctor did not give him any insulin or treatment at the time of his visit but did switch his insulin from 60 units/1x/daily of tresiba to 50 units/1x/daily of trajeo.

Event description:
Consumer reported complaint for hi blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of blurry vision, increases thirst, frequent urination and fatigue. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 07/13/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in stating that he was not feeling well and when he tested himself with a true result meter he got a reading of hi and wanted to know if that meant that he was high. Customer reported symptoms of blurry vision, increases thirst, frequent urination and fatigue. Caller was told that this could mean that he was exceeding 600 mg/dl but that I would need to ask a range of questions to determine if this was right. I started with the test strips, which I explained, were expired for almost a year. I then asked if he felt any hyperglycemic symptoms and he stated, yes. Caller was informed that normally we could not say if the results are correct once they are expired but that since he was experiencing symptoms he should seek medical assistance immediately without driving himself. Could not continue troubleshooting.